Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that forceps elevator has presence of foreign material. The foreign material is yellowish-brown in color but is not identified. This is attributed to failure to clean adequately. Other observations for the device: due to clogging of air/water tube, no air and water is fed; air/water cylinder is shaved; angulation is low due to wear of angle wire; adhesive on distal end rubber coating (a-rubber) is detached; nozzle is missing; grip and control unit are dirty; due to deformation of electrical connector, water tightness is lost; a-rubber, connecting tube, universal cord, distal end, grip, and acoustic lens have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of low angulation and air/water nozzle block issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that forceps elevator has presence of foreign material. The foreign material is yellowish-brown in color but is not identified. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material in the forceps elevator as observed during device evaluation.

Event description:
Addendum (B)(6) 2023: the customer reported event occurred during reprocessing. There is no patient involvement.

Manufacturer narrative:
The customer is trained per olympus training and instructions for use (IFU). Customer performs pre-clean steps without any delay, but there is a possibility that sufficient brushing could not be performed by customer. Since the event occurred during reprocessing, the device reprocessing was not completed when the device was sent in for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.